Event description:
The customer obtained falsely high troponin I results on patient samples elevated results of this magnitude might initiate a cardiac catheterization. The samples were repeated and the results were negative. There was no report of patient harm as a result of this event.